Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and failed back surgery syndrome. It was reported that the patient's ins does this weird thing where she would not feel it then all of a sudden she felt it come on and it surged, she did not change body position. She can go for hours without feeling it then all of a sudden it would surge. The patient had turned off adaptive stimulation mode and the issue was still happening. They stated they do not change body positions or activity level and it had been happening off and on. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that when the surging happened the patient was driving a car, and it has also happened laying down, the patient did not adjust the stim until she was home and ended up turning adaptive stim off. The patient had not checked if the surging with adaptivestim on has changed and reported she generally keeps adaptivestim off and only turns it on at certain times, the patient stated the issue has not been resolved and she uses it only during the day. There were no reported complications and no further complications were expected.